Event description:
It was reported the cord is pulling away/breaking at the strain relief, exposing the wiring.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the cord has pulled away exposing wiring was confirmed. The probe¿s cable sleeve is pulling away from the strain relief. The root cause is due to an adhesive failure. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the cord is pulling away/breaking at the strain relief, exposing the wiring.